Manufacturer narrative:
In response to FDA uf/importer report number: (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported vis regulatory agency left side pain, swelling, rupture, "peri-implant effusions", "calcification of the capsule, and "seromas." Device has been explanted.